Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small piece of hair inside a sterile repeater pump tube set. This was noted while preparing the device to be sent into the clean room. The hair was reported to be identified through the sterile packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and microscope and noted a hair inside the pouch, not in contact with the product. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.